Event description:
It was reported that during a breast biopsy procedure, a piece of the plastic applicator sheared off into the patient's breast during the clip deployment. The doctor is leaving the clip in the patient's breast. There was no patient consequence.